Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 40 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, failure of implant, osteolysis, pain, and scar tissue. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall [enter recall #]; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10: concomitants: (B)(6), 02-022-35-2017 - truliant tib imp ps insert sz 2 17mm. (B)(6), 201-78-18 - holding pin headless no ribs w/30 deg pt 4 pack. (B)(6), 204-70-00 - tibial stem ext. Screw.

Event description:
Legal case ¿ USA. Lk rev 2. (B)(4). Lk rev 1. Additional information received from legal on 13-dec-2023, reviewed 1 may 2024 by (B)(6), rn- this is not new information, there is no change to failure mode or reportability assessments. Implant date: on (B)(6) 2019, dr. (B)(6). Explant date: on (B)(6) 2023, dr. (B)(6). On (B)(6) 2023/ (B)(6), rn-additional information received via the legal department 4 apr 2023. The additional information does not alter the reportability assessments. Revision operative report for failed left total knee arthroplasty due to polyethylene wear secondary to the recall; on (B)(6) 2023. Findings: the patella demonstrated a lateral and polyethylene wear with an area of delamination. The component was not loose. The tibial side demonstrated generalized, but symmetric tibial poly wear. There was wear particularly in the posterior aspect of the post. The polyethylene, the patellar component had an area approximately 5x7 mm in the lateral facet where the polyethylene was delaminated. The patellar component was not loose. The tibial component demonstrated symmetrical wear both medial and laterally with some discoloration of the polyethylene. There was a significant posterior post-polyethylene wear. There were no areas of delamination. The area of lysis was confined to the anterior cortex of the femur just proximal to the flange. The components were carefully inspected and were not loose and the overall positioning was good. There as a dense scar throughout the knee and a synovectomy was performed. Light compression dressing was applied. The patient was then awakened and transferred to the recovery room in stable condition. There were no intraoperative complications. There is no other patient demographic or medical history available. There is no device return. No additional information is available. Experience report: USA. As reported, approximately 3.5 years post op the initial tka, this 86 y/o female patient was revised due pain. Recalled poly and patella exchange. This is patient's second revision on this knee. Event associated with revision of exactech implants? Yes - left knee initial implant date: on (B)(6) 2018. Initial implant for this revision is the first revision is on (B)(6) 2019 patient revised to exactech devices? Yes, recalled poly and replaced patella no breakage of device or surgical delay/prolongation 86 yo female, patient was last known to be in stable condition following the event. No other patient information/medical history was reported photos/x-rays. Product not returning: chain of command due to recall hospital will not release.